Event description:
It was reported it was reported that a patient underwent an open right lower lobectomy for stage a of primary lung cancer on an unknown date and suture was used for an air leak from the defective part of interlobar pleura where was exfoliated to adhesion with the lower lung. The postoperative course was uneventful. The patient was then not free of an abnormal finding by the chest x-ray examination on the 6th day after surgery, the day of discharge. However, 11 days after the operation, the patient experienced dyspnea and was taken to the emergency room, and his systolic blood pressure was 73 mmhg, and his heart rate was 68 beats/min at that time. An emergency thoracotomy was performed because it a hemothorax was confirmed by the chest x-ray examination and the doctor diagnosed postoperative bleeding. A blood clot was found in the pleural cavity, and when the blood clot was removed, it was recognized that an arterial bleeding occurred from the pinhole of the parietal pleura. The pinhole was sutured and treated with fibrin glue. After the bleeding stopped, it was found that a stump of suture used in the first operation was protruding from the lung, and the doctor had considered that a stump of the suture damaged to the pleura and artery when the lung swelled. No other areas of bleeding were found, and the patient was discharged 10 days after the second operation. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please explain the comment that the patient ¿was not free of an abnormal finding by the chest x-ray examination on the 6th day of surgery¿. What were the abnormal findings of the chest x-ray? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Did the suturing technique contribute to the post-op pinhole in the parietal pleura? Please describe. What is the patient's current status? Lot number? Surgeon¿s name?

Manufacturer narrative:
Product complaint # ==>(B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained:please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿75 years old, maledate of index surgical procedure?¿unkwhat was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿openon what tissue was the suture used?¿interlobar pleurawhat was the tissue condition (normal, thin, calcified, fragile, diseased)?¿not reportedhow was the suture placed (interrupted or continuous)?¿unkhow was the suture originally tied (multiple knots, square knot, etc.)?¿unkplease explain the comment that the patient ¿was not free of an abnormal finding by the chest x-ray examination on the 6th day of surgery¿. What were the abnormal findings of the chest x-ray? ¿it was mis-translation. According to x-ray examination on the 6th day of surgery, there was no abnormal finding.what was the source and triggering event of bleeding?¿arterywhat was the volume of blood loss?¿massive bleeding from artery, clot and blood collected from the thoracic cavity was about 2,000ghow was the bleeding treated? Suture and fibrin-sealantplease describe any medical/surgical intervention required for this suture event including dates and results. ¿maybe trimmeddid the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿suture tip from the initial surgery protruding from the lungwhat symptoms did the patient experience following the index surgical procedure? Onset date?¿dyspneaother relevant patient history/concomitant medications?¿nowhat is the physician¿s opinion as to the etiology of or contributing factors to this event?¿bleeding in the present case was caused by polypropylene suture tip which was in contact with an intercostal arterydid the suturing technique contribute to the post-op pinhole in the parietal pleura? Please describe.¿yeswhat is the patient's current status?¿recovered and dischargedlot number?=>unksurgeon¿s name?¿unk